Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: medical record review: the patient with history of pulmonary embolus, morbid obesity, and preoperative prophylaxis for planned bariatric surgery was scheduled for inferior vena cava (ivc) filter placement. Deployment was without complication via the right internal jugular vein with confirmation of good placement in the infrarenal segment via venography. Approximately six months post ivc filter deployment, the patient was scheduled for ivc retrieval. A venogram demonstrated no thrombus with the ivc filter interstices. In addition, a single limb at the left side of the filter appeared to be oriented horizontally with a significant portion outside the vena cava lumen and one of the right ivc filter limbs is questionably outside the inferior vena cava wall, although of normal configuration. Also, the apex of the filter device is oriented rightward with a very mild tilt. Multiple attempts and methods were made to retrieve the ivc filter. Although the ivc filter could be contacted and slightly moved, it would not fully retrieve into the sheath. The ivc filter was left in place. A follow-up inferior vena cavogram demonstrated one of the ivc filter limbs became more vertically oriented after the attempted removal but the ivc filter remained in the unchanged location within the infrarenal inferior vena cava. The current condition of the patient and that of the filter are unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post ivc filter deployment, the patient was scheduled for ivc retrieval. A single limb at the left side of the filter appeared to be oriented horizontally with a significant portion outside the vena cava lumen. Additionally, one of the filter limbs is questionably outside the ivc wall and the filter apex is oriented rightward with a very mild tilt. Multiple attempts and methods were made to retrieve the ivc filter. Although the ivc filter could be contacted and slightly moved, it would not fully retrieve into the sheath. A follow-up inferior vena cavogram demonstrated one of the ivc filter limbs became more vertically oriented after the attempted removal. Therefore, the investigation can be confirmed for retrieval difficulties, material deformation, perforation of the ivc, and filter tilt. Per the provided medical records, the filter was placed in a patient prior to bariatric surgery. The current IFU states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the surgery post deployment may have contributed to the alleged deficiencies. However, the based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs, the filter tilted with the filter becoming embedded in the ivc wall, and the device is unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.